Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was pulled back due to the device migrating downwards. An x-ray confirmed the dislodgement. At this time, the lead remains in service. No adverse patient effects were reported.